Manufacturer narrative:
Fse arrived at the site to address the reported event. Fse confirmed the error via the error log. Inspection of the device revealed that the bf table was out of position. Fse replaced the bf table assembly which resolved the issue. No further action was required by field service. A 13 month complaint and service history review for similar complaints was performed for serial number (B)(4) from 17aug2017 through aware date (B)(6) 2018. There were two similar complaints identified during the search period. The aia-2000 operator's manual, appendix 4: error messages - was reviewed. 2181 x-axis cup transfer cup pickup failure the aia-2000 operator's manual indicates that the 2181 x-axis cup transfer cup pickup failure error message occurs when the cup-gripping sensor fails to detect a cup after cup pickup. The operator is instructed to contact tosoh service center or local representatives. The most probable cause of the reported event is due to a faulty bf table assembly.

Event description:
It was reported that the customer received "2181 x-axis cup transfer cup pickup failure" errors on their aia-2000 analyzer. The customer stated that the x-axis stops before reaching the cup. The customer was down and requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for luteinizing hormone (lh ii), estradiol, and beta human chorionic gonadotropin (bhcg). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.